Event description:
A malfunction alarm was reported by the customer with malfunction code malf 0 and fault ID (B)(4), which was not resettable. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.